Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open craniotomy, during closure, the device popped off 10 seconds into use. Another device was used to complete the case. There was no patient injury.